Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy thumb advancer was confirmed. The visual evaluation did not indicate a product quality deficiency. A review of the lot history record for the reported lot did not indicate a manufacturing issue. In review of the complaint-handling database from this lot there is no indication of a lot specific quality deficiency. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath after a coronary interventional procedure. Reportedly, the sheath did not split completely; resistance was met. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.